Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that: 7 patients underwent catheter ablation for paroxysmal atrial fibrillation and suffered small arteriovenous fistulas. Title: ¿continuous monitoring after atrial fibrillation ablation: the linqaf study.¿ the purpose of this study was to study device performance, arrhythmia recurrence characteristics, and methods of outcome assessment using a novel implantable cardiac monitor (icm) in patients undergoing ablation for atrial fibrillation (af). Four-hundred nineteen (419) patients were enrolled in this study. The study was conducted between march 2014 and september 2016. An open-irrigated carto thermocool sf ablation catheter was used in this study, however catalog and lot number were unknown.